Event description:
It was reported that the surgeon inserted and removed a cq2015 collamer three-piece lens during the same surgery. The lens was torn during the loading process, but was not noticed until the lens was inserted. The incision was enlarged to remove the lens and sutures were required to close the wound. The reporter stated, the cause of the lens tear was due to a loading error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn into 2 pieces. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.